Event description:
The complaint is reported as: "after receiving a turn, it is found that the proximal end of the catheter is missing and the rest of the catheter is inside the blood vessel.the cause of the rupture of the catheter is unknown, the patient had no consequences on his health due to this event." Additional information was received and clarified the extension line separated. It was reported the patient "required intervention in the hemodynamia room for obtain the catheter". The patient's conditon is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "after receiving a turn, it is found that the proximal end of the catheter is missing and the rest of the catheter is inside the blood vessel. The cause of the rupture of the catheter is unknown, the patient had no consequences on his health due to this event." Additional information was received, and clarified the extension line separated. It was reported the patient, "required intervention in the hemodynamic room for obtain the catheter." The patient's condition is reported as fine.